Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the bilateral tubing just above tubing chamber on the blood set leaked contains all over the floor while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer report that the tubing above the blood drip chamber on the blood set leaked was confirmed. Testing and inspection was performed; a leak was observed from one of the two tubing engagements to its corresponding inlet port on the top of the blood filter drip chamber component. Further handling/tug of the tubing engagement on the top of the blood filter drip chamber component noted that the pvc tubing separated. Further visual inspection of the separated tubing end identified insufficient to no areas of the expected solvent. The root cause of the leak and subsequent separation was due to a manufacturing assembly issue of insufficient solvent being applied at the engagement of the tubing and the top of the drip chamber.

Event description:
The customer reported that the bilateral tubing just above the blood filter drip chamber on the blood set leaked blood contents onto the floor while infusing on a patient. There was no report of patient harm.